Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomérieux of a patient accession number being linked to an incorrect patient ID in association with the vitek® 2 v8.01 computer (ref. 421648, serial (B)(4) ). Biomérieux customer service connected to the customer¿s system and found an old non-verified isolate in the vitek® 2 computer, which was being transferred to the accession number. Once the old isolate information was removed the correct results transferred to the accession number. The customer confirmed there was no adverse impact to the patient¿s state of health, as the issue was caught and corrected prior to reporting results to the treating physician. Local customer service (lcs) determined that the non-verified isolate was in the "to be reviewed" status and had stayed in the active work space for almost a year. Mismatch of results can potentially happen if the client reuses accession numbers and does not regularly review and clean up the vitek® 2 active workspace. The customer's issue may be related to fsca 2695, previously issued to require subsidiaries to inform customers of the need to regularly review and validate the results on vitek® 2 in order to not have "to be reviewed" results older than the "patient/specimen reuse time feature" as configured in their myla®. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Biomerieux completed an investigation in response to a customer complaint of incorrect test results linked to a patient accession number in association with vitek® 2 v8.01 computer (ref. 421648, serial (B)(6)).this accession number was previously linked to a separate patient ID approximately a year prior. The vitek® 2 software v8.01 includes an option to ¿enable duplicate isolate check¿ in general configuration>settings>miscellaneous>enable duplicate isolate check. This feature enables the system to check the active workspace for duplicate isolates. If the lab ID or isolate is saved or changed, the system will detect if there is a duplicate isolate and alert the user to confirm. Per the 8.01 software user manual (sum), ¿duplicate isolate check¿ is enabled by default. If this feature is disabled, the system will alert the user that disabling this feature will no longer detect existing duplicate isolates in the active workspace. On 11-feb-2020, a biomerieux field application specialist (fas) visited the customer site and confirmed the duplicate isolate option was disabled. The root causes of the customer issue were: disabling of the duplicate isolate check: if this feature is disabled, the system will alert the user that disabling this feature will no longer detect existing duplicate isolates in the active workspace. Lack of vitek® 2 software active workspace maintenance: the status of the accession number was in the ¿to be reviewed¿ status in the active workspace for approximately a year. Items in "to be reviewed¿ status are not removed by the end- of-day process.see section h10.